Manufacturer narrative:
(B)(4). Batch: r5a420. Additional information received: did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? The device partially fired, started to deploy staples and cut but could not be completed. The device deliver any staples? If yes, were the staples deployed into the tissue formed in the proper closed b-formation? This is unknown as the tissue was surgical removed with jaws still closed on tissue, so unable to see if any staples that were deployed were fully formed. How was the device removed from the patient? Surgical removed ¿ unsure by what means possibly harmonic. Did the jaws eventually open? No, manual override failed to work, could not get knife blade to move and jaws did not open. Can you please provide details regarding the current patient status? Patient is currently fine, he was discharged as normal with no complications to date how was the case completed? Another powered echelon was opened and used to complete sleeve gastrectomy. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No, patient was discharged as normal and no complications to date. Also provided: rep spoke to surgeon about this event, it occurred on the first firing, stuck on stomach and had to be cut off, another device had to be opened to complete the procedure. Surgeon also oversewed. Rep also asked if the cap of the device could be put back on, hospital advised that no they cannot so he thinks that the lever was jammed. No reported adverse reported. Investigation summary: the analysis found that one plee60a device was returned with the anvil bent upwards and with one gst60t cartridge loaded in the device. The cartridge reload was received partially fired 1/2 and with the cartridge deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. One photo was provided; the picture shows the anvil of a device from the bottom view. The knife indicator can be seen damaged. Based on the condition noted on the knife indicator, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: can you please explain more event details? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Did the device deliver any staples? If yes, were the staples deployed into the tissue formed in the proper closed b-formation? How was the device removed from the patient? Did the jaws eventually open? Can you please provide details regarding the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Event description:
It was reported that during a sleeve gastrectomy procedure, surgeon called to advise the gun was currently stuck on tissue and he was unable to open the jaws to remove the device. This occurred on the first firing on antrum using a black reload with seamguard on both jaws, surgeon advised the gun sounded strange when firing ("popping and cracking"), the gun then stopped and knife blade did not return, customer tried to use knife reverse button and nothing happened so he proceeded to use manual override option, at this point he phoned as he commented the lever was stuck would not move back and forth like suppose to. The proximal window was empty of knife blade which suggested the knife blade had not returned. Surgeon continued to be unable to open jaws of device. Surgeon persisted with manual override trying to move it but the knife blade did not move. Both my colleague and I went through the two trouble shooting steps with him again with no success, at this stage I advised surgeon he has attempted all recommended device troubleshooting steps. The surgeon with have to use clinical judgement to surgical intervene. Procedure was delayed by 180 minutes. Unknown as to how the procedure was completed. Patient consequences were not reported.